Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 535cc mentor memorygel breast implants placed experienced left sided rupture, left sided capsular contracture (baker grade unknown) and right sided device migration post procedure. The devices were displaced laterally. The left breast was tight, and the implant was sitting higher than the right side. As a result, bilateral capsulotomy, left capsulectomy, and bilateral prosthesis replacement was performed on (B)(6) 2022. The rupture was discovered during replacement surgery. See 1645337-2022-01106 for contralateral prosthesis report.

Event description:
It was reported that a female patient who had 535cc mentor memorygel breast implants placed experienced left sided rupture, left sided capsular contracture (baker grade unknown) and right sided device migration post procedure. The devices were displaced laterally. The left breast was tight, and the implant was sitting higher than the right side. As a result, bilateral capsulotomy, left capsulectomy, and bilateral prosthesis replacement was performed on (B)(6) 2022. The rupture was discovered during replacement surgery. See 1645337-2022-01106 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., then the implant is too large or the pocket too small, or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).